Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported patient recurring incontinence was not directly confirmed through analysis, however, the pinholes identified on the balloon shell could affect the functionality of the device resulting in the patients incontinence to return. Technical analysis: the cuff, pump, and balloon were returned for analysis to our post market quality assurance laboratory. The cuff performed within all visual and functional testing parameters. Visual examination of the balloon identified two pinholes. The first pinhole identified was located on the balloon shell proximal to the sphere-adapter junction resulting in fluid loss and is consistent with material fatigue. The second pinhole was located 2mm from the first pinhole and is commonly observed to occur at the explant procedure. Both pinholes resulted in fluid loss and can affect the functionality of the device. The pump performed within all visual and functional testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence. The aus was explanted with no clinical consequences to the patient.

Event description:
It was reported that the patient underwent a surgical procedure to revise this artificial urinary sphincter (aus) due to recurring incontinence. The aus was explanted with no clinical consequences to the patient.